Event description:
A hospital in (B)(6) via a distributor that there was an unidentified brown substance in the inspiratory limb of an rt235 infant dual-heated evaqua breathing circuit. The complainant stated that "the pt has been vented since birth and has been on the same circuit to my knowledge, which would be at least one month." No pt consequence was reported.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this investigation is in progress. A batch review has been performed. All release criteria were met for the production of this batch. There is a CAPA (corrective and preventive action) investigation associated with this report, CAPA (B)(4).

Event description:
Baxter sales representative (bsr) called corporate product surveillance (cps) 23 jun 2010 to relay a customer report received 23 june 2010 that one intermate in which the reservoir had ruptured during filling of normal saline. According to the customer, these devices are stored in bins about 4 feet below fluorescent lighting. The reservoir does seem to be torn with a slice down one side vertically and then it slices horizontally. The reservoir is still in tact with the post and roughly 90ml (mililiter) of the normal saline remains in the housing. There is no patient involvement as this was discovered during filling. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted if the sample is received for evaluation or if there is additional information available.